Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient said the stimulation is working for their legs but not their back. The patient stated that they have gone back and forth and raised stimulation. The patient connected with the patient programmer and saw a low ins battery screen. It was recommended that they charge the ins. The ins charge level gets too low then the therapy will turn off. The patient stated that they had to charge their implant every day. The patient stated that they wake up in the morning and their implant is dead so they have to go all day without it. The patient stated that they had to sit and charge the implant for almost 2 hours just for it to go from red to 30%. The patient started charging their ins and the quality was excellent. The patient said when their stimulation is on they can feel stimulation. The patient stated that their back is significantly hurting. The patient called back in for assistance changing groups. The patient stated that they charged their device all last night and they only got to 30%. The patient was walked from changing from group a to group b. The patient increased stimulation on group b as they were feeling stimulation in their legs and not their back. The patient stated the major issue was their back and they were forwarded to their healthcare provider (hcp). No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type: lead; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported the physician performed a new x-ray image and found that the right sided lead (8-15) migrated caudal by approximately 1 cm. The lead moved down approximately 3 electrode lengths. The top electrode was aligned with the 3rd electrode of the other lead when the two were aligned at implant. The caller ran a full impedance test and got an alert that said, possible short on 4 5 10 11. The caller stated that he thought this was different than before, he said it was 3 4 5 10 11 12 as possible shorts. The caller read the following impedances: ref 4 5 570 10 240 11 570, ref 10 4 240 5 610 11 570; the caller stated that the leads appeared to be crossed in the epidural space. It was reviewed that seemed to be why they had low impedances and were getting the avoid indicator on 4, 5, 10, 11. They did a connectivity check and everything was connected, with all green indicators on the connection check. The representative reprogrammed the patient with good coverage over his low back and leg pain. Recharging education was also provided at this time. The patient had not been capturing excellent connections, therefore the recharging interval was longer than it should have been. After the education session yesterday, the patient was happy and all issues associated with this patient were resolved. The patient was receiving effective scs therapy. No further complications were reported/anticipated.